Manufacturer narrative:
The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported there was insufficient irrigation flow to the catheter. An intellanav mifi oi ablation catheter was selected for use during an atrial fibrillation ablation procedure. At the end of the case, the physician was performing the final burns and the temperature kept increasing. Ablation could not be completed because the temperature kept rising. It was determined that a hole developed where the catheter port plugs into the irrigation tubing; fluid was not going to the catheter, it was dripping out of the hole, increasing the internal temperature. The catheter was replaced and the procedure was completed; there were no patient complications. It was further clarified that the hole was in the irrigation port on the catheter. The manufacturer's representative "assumed" no fluid was reaching the distal tip.

Event description:
It was reported there was insufficient irrigation flow to the catheter. An intellanav mifi oi ablation catheter was selected for use during an atrial fibrillation ablation procedure. At the end of the case, the physician was performing the final burns and the temperature kept increasing. Ablation could not be completed because the temperature kept rising. It was determined that a hole developed where the catheter port plugs into the irrigation tubing; fluid was not going to the catheter, it was dripping out of the hole, increasing the internal temperature. The catheter was replaced and the procedure was completed; there were no patient complications.